Event description:
It was reported that patient experienced a driveline power fault alarm. The hospital suspected it could be modular cable corrosion. The alarm had not been resolved. It was informed that the procedure for verifying the fault and possible actions were being determined. The patient was outside the implanting center, and it was unable to download log files to start remote troubleshooting. It was later reported that system controller, and modular cable were exchanged. It was suspected that the patient might have corrosion in the driveline connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported the patient had a history of backup battery fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline power fault on 08dec2025 ¿ 19dec2025 and backup battery fault alarms on 14jan2026 ¿ 19jan2026 on the system controller (serial number: (B)(6)) were confirmed via log file analysis. The submitted controller event log file contained relevant data from 02jan2026 ¿ 19jan2026. The log file captured a backup battery alarm activating on 14jan2026 due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm briefly resolved several times in the data reviewed but reactivated when the load test was reattempted, and the backup battery did not pass. The alarm did not prevent the controller from supporting the controller as intended while the driveline was connected. The periodic log file contained data captured once per day and showed an active driveline power fault alarm from 08dec2025 through 19dec2025. The alarm had resolved when data was captured on 20dec2025, which is consistent with the reported information that the alarm was manually cleared on 19dec2025. Due to the nature of periodic log files, the exact cause of the driveline power fault alarm could not be determined. The driveline power fault alarm did not appear to prevent the pump from operating as intended in the data reviewed. The system controller returned for analysis and passed all functional testing without issue. The system controller was connected to a mock circulatory loop and ran for an extended period of time without issue or alarm. The driveline power fault and backup battery fault alarms were not able to be reproduced throughout testing. Provided information indicated that the system controller and modular cable were exchanged, resolving the backup battery fault alarm. Provided information indicated that the driveline power fault alarm was manually cleared, and did not reactivate. The root cause of the driveline power fault alarm was not able to be determined via this analysis. The reported backup battery fault alarm was determined to be due to the backup battery not passing the load test. A corrective and preventative action (CAPA) was implemented to address the backup battery not passing the load test due to issues with the backup battery connector. Per the device history record review, the system controller was manufactured prior to the implementation of the CAPA, which implemented the application of grease on the backup battery cable. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults and backup battery faults, as well as the recommended actions associated with each. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline or system controller power cables, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline and system controller power cables daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline or system controller is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline and system controller power cables in sub-sections entitled "what not to do: driveline and cables." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.